Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the atrial septal defect closure procedure. The procedure got aborted and rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed that the detector cannot move down. A review of the system logfiles found that the force sensor was activated when the detector moved down. Upon troubleshooting actions, fse switched the amc and reconnected the cables, but issue was not resolved. Fse replaced the force sensor and calibrated the sensor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to move. The device was in clinical use at the time of reported event. The patient's procedure was delayed six hours. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the atrial septal defect closure procedure. The procedure got aborted and rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed that the detector cannot move down. A review of the system logfiles found that the force sensor was activated when the detector moved down. Upon troubleshooting actions, fse switched the amc and reconnected the cables, but issue was not resolved. Fse replaced the force sensor and calibrated the sensor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, reporting institution name, reporting address line 1 and the reporting address city have been updated.